Event description:
I received a total hip replacement in (B)(6) 2007. The device was striker bio-met metal stem with a ceramic head and acetabulum. On (B)(6) 2015, while laying on the couch, I shifted my body approx 2 inches and felt/heard a very loud cracking/crunching sound, (as did 2 other people in the room) I went to the ER for an x-ray and then to my orthopedic physician. The x-ray showed that the ceramic head shattered into 6 pieces. On (B)(6) 2015, I had a hip revision surgery. During surgery, I suffered from a stretch injury to my sciatic and peroneal nerves, resulting in significant nerve damage, affecting my adductor muscles, mt tibialis anterior muscles, and the ability to dorsiflex and evert my foot. The anterior and back of my lower leg are numb, as well as the top of my foot.